Event description:
While operating the roller pump at mid-range rpm and with no tubing in the raceway, the pump displayed a "pump jam" error message. No adverse consequences were experienced by the pt as a result of this event.